Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [emergency room visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported by the patients daughter that her father had very low blood glucose levels and she had to call the ambulance. Pod was removed when he was at the hospital. The patient doesn't know how long the pod was worn for. He was taken to the hospital via ambulance where he remains at the time of the call. Pod was worn on left thigh, but he has been rotating on the left thigh. It was recommended to him to be using other sites. She stayed on the line for the patient to activate a new pod. In the ambulance they gave him a glucose mixture intramuscular injection, but that was all they gave him before he got to the hospital. The patient was diagnosed with hypoglycemia. In the hospital he was treated with glucagon and given fluids intravenously.